Event description:
The customer reported, there are no images on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable and x-ray tube. System operates as intended.